Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department and the reported malfunction was observed during initial testing. However, root cause could not be firmly established. The customer declined repair of the device and the device was returned to the customer labeled "not for clinical use". Analysis of reports of this type has not identified an increase in trend.